Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-apr-2021. The most recent information was received on 08-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('excruciating pain in my lower abdomen') and device dislocation ('5 months of migration') in a 41-year-old female patient who had essure (batch no. 626113) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), vertigo ("vertigo") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("joint and muscle pain") and memory impairment ("memory problems"). The patient was treated with paracetamol (doliprane) and surgery (essure removal). Essure was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, device dislocation, vertigo and nausea outcome was unknown and the fibromyalgia, musculoskeletal pain and memory impairment had not resolved. The reporter considered abdominal pain lower, device dislocation, fibromyalgia, memory impairment, musculoskeletal pain, nausea and vertigo to be related to essure. The reporter commented: current condition of the patient: excruciating pain during the 5 months of migration until removal. Since then, I have suffered from muscle and joint pain, memory problems, I was diagnosed with fibromyalgia and I am recognized as disabled. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kgs. Lot number: 626113, manufacturing date: 2007/10, expiration date: 2009/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('excruciating pain in my lower abdomen') and device dislocation ('5 months of migration') in a (B)(6) year-old female patient who had essure (batch no. 626113) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant), vertigo ("vertigo") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("joint and muscle pain") and memory impairment ("memory problems"). The patient was treated with paracetamol (doliprane) and surgery (essure removal). Essure was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, device dislocation, vertigo and nausea outcome was unknown and the fibromyalgia, musculoskeletal pain and memory impairment had not resolved. The reporter considered abdominal pain lower, device dislocation, fibromyalgia, memory impairment, musculoskeletal pain, nausea and vertigo to be related to essure. The reporter commented: current condition of the patient: excruciating pain during the 5 months of migration until removal. Since then, I have suffered from muscle and joint pain, memory problems, I was diagnosed with fibromyalgia and I am recognized as disabled. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.